Event description:
Ibc from patient (pt) with questions for rph about his nebulizer. W/t to registered pharmacist (rph) for further assistance. Reported nebulizer is not working properly. Patient (pt) requested new device. Advised to consult medical doctor (md) for a new nebulizer rx. Patient (pt) abruptly finished the call and hung up. Indication: chronic obstructive pulmonary disease, unspecified.